Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the radiofrequency (rf) head was analyzed and no anomalies were found.

Event description:
It was reported that rf (radio frequency) head was unable to interrogate. The green lights were flashing. The rf head was returned for repair. No patient complications were reported as a result of this event.